Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, 80% stenosed, de novo, distal right coronary artery (rca), after serially pre-dilating the lesion with 1.5 x 12 and 2.0 x 12 mm mini trek balloons at 8 atmosphere (atm), a 2.75 x 28 mm xience prime stent was deployed at 10 atm. While retracting the stent delivery system (sds) for a check shot angiogram a distal stent edge dissection was noted. A 2.5 x 18 mm xience pro stent was used as treatment and timi 3 flow was achieved. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.